Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient felt his pump vibrating and feeling hot during an unrelated MRI of his abdomen. Additional information was received on (B)(6) 2021 from the hcp via the company representative who reported that the issue had been resolved and the patient received his MRI.